Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s final investigation. The device was not returned to olympus for inspection. The investigation was performed based on the provided information and the complaint was not confirmed. Therefore, a root cause could not determine. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electro surgical generator had an e006 error code. The issue occurred during sedation of an unknown therapeutic procedure. There were no reports of patient injury or harm.